Event description:
It was reported that the system 9800's monitor went black during a procedure, and a replacement had to be brought in. There was no adverse pt involvement reported. There was no pt info reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The failure could not be duplicated. The system interconnect cable was replaced as a proactive measure. The system was tested and found to be working as intended and placed back into service.